Event description:
Patient is using nova max strips and getting meter readings that are elevated. With secondary machine, readings are 100 to 150 mg/dl lower. Patient was treated based on elevated readings and experienced low blood sugar reactions due to incorrect meter readings. Multiple patients with this same issue.